Event description:
Dr. (B)(6) at (B)(6) hospital reported a post-operative issue involving a 6.5x40mm poly pedicle screw (part number 00-1300-7640) from the response 5.5_6.0 scoliosis system. The non-sterile, consigned device was implanted on (B)(6) 2024, and was later found broken inside the patient during a clinic visit 10 months post-op. Despite the breakage, there was no patient injury, surgical delay, or need for revision, and the surgery was completed successfully. The broken screw remains inside the patient, and no product is available for return or evaluation.